Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio advised the customer that the device is not field serviceable and no longer under warranty. Physio-control recommended that the customer obtain a replacement device. The customer has released the device to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the internal hybrid layer capacitor (B)(4) batteries on the analog pcb had previously depleted, which resulted in them becoming damaged and no longer able to hold a charge. As a result, the device was unable to remain powered on in order to charge and shock. The device was opened and an internal inspection was performed, however, no discrepancies were observed. The electronic data downloaded from the device indicated that the last time the hlc voltage was ok was (B)(6) 2015, indicating that either a charge-pak battery charger had not been properly installed in the device and/or had previously expired and not replaced. The cr plus operating instructions (section 5-4) advise "the charge-pak battery charger is a replaceable, nonrechargeable battery cell that charges your defibrillator¿s internal battery. The internal battery provides the power for your defibrillator. To prevent damage to the internal battery, always keep the battery charger in place, including during storage or shipping. When the [expiration] date is reached, the charge-pak symbol appears in the readiness display, indicating both the battery charger and electrode packet need to be replaced." Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain the device. There was no evidence that a malfunction of the device occurred.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.